Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a third scs lead on (B)(6) 2011 to provide broader coverage from the existing scs sys. It was reported the pt contacted the physician prior to the first post-operative f/u appointment to report a severe headache. The physician met with the pt on (B)(6) 2011 and performed a blood patch for a suspected csf leak. F/u info revealed the pt's symptoms have resolved.